Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 48 mg/dl; customer alleged to have received too much insulin from pump. Tandem technical support could not review the pump logs to determine validity of allegation. Customer consumed carbohydrates and administered a glucagon injection to address bg before going to the emergency room. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made to determine the type of treatment the customer received, however, no response was received. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to an alternate method of insulin therapy.